Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2 country: taiwan. Functional testing of the returned product found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There did not appear to be damage to the wiring of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the handgun had no function while pushed trigger also motor appear heat. No fire or smoke reported. It is unknown if the battery was leaking. The event was identified immediately upon the receipt (before use) of a recently purchased or serviced/repaired device. There was no note of patient impact or surgical delay due diligence complete. No additional information is available. There is no additional information regarding the event.